Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2009, the patient reported that a large air bubble formed in the insulin cartridge after it had been inserted into the infusion device. Upon follow up on (B)(6) 2009, the patient's wife reported that the insulin cartridge was almost empty, so they inserted a new insulin cartridge and had no further issues. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged insulin cartridge was discarded. No product will be returned for evaluation.